Event description:
The user facility reported that during a patient procedure including use of a defendo disposable suction valve, there was too much suction causing the endoscope to suction to the patient's mucous membrane. No report of injury.

Manufacturer narrative:
A cantel account manager has scheduled a meeting with the user facility to discuss the reported event and proper use of the defendo valves. The investigation for the reported event is in process. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
A medivators account manager visited onsite at the user facility for two days to review the reported event and proper use of the valve. During the visit, the account manager learned that user facility personnel have continued use of the valves and the reported event has not recurred. Additionally, medivators tested 30 samples of current inventory and no issues were noted. The device subject of the event was not returned for evaluation. Without the returned device, a root cause could not be determined. No additional issues have been reported.